Event description:
It was reported the analyzer sensing is not accurate. The analyzer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer passed all console and systems tests. (B)(4).